Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover and a slice exposing the wires by the distal end of tubing. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wire by the distal end of tubing. This is believed to have occurred during revision surgery. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis did not find any evidence of corrosion in the electrode pockets. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance despite the device testing within normal limits. The recipient's device has been explanted. The recipient was reimplanted with another advanced bionics cochlear device.